Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). It was reported the rep was intra-op during a stage two implant to replace the lead and the straight stylet was accidentally advanced too far inside the lead after the direction of the lead was trying to be changed. The stylet was advanced all the way beyond the end of the lead, was sticking out the end of the sheath of the electrode, and was coming out just below electrode zero. The rep stated that every time they would try to change the orientation of the lead and steer it the lead would go more caudal instead of cephalad like they wanted it to. A curved and a straight stylet was used and both stylets were inserted and taken out of the lead several times and appeared to have been forced and pushed through the lead. The rep stated that a brand new lead was going to be used and the compromised lead was going to be thrown out. No patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) reported that the surgical technician pushed the curve stylet too hard and pierced the tip of the lead